Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded escape, act and down buttons on the keypad traces. The insulin pump was received with normal operating currents and no failed battery test alarm noted. The insulin pump has minor scratched lcd window, broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the keypad on the customer's insulin pump was not working properly. The customer's blood glucose level was 155 mg/dl at the time of the report. The customer also received a failed battery test from his insulin pump. Standard troubleshooting was performed. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).